Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 5:00am, the patient went to the bathroom and was stumbling because she was dizzy and was not breathing very well and could hardly walk. When she looked at the cgm it was 160 mg/dl and the patient did not check a bg reading at that time. Her husband called an ambulance and they arrived at 5:45am. The patient was taken to the hospital at 6:00am. At the hospital, the doctor removed the dexcom sensor and checked a bg which was 535 mg/dl. The patient was brought to the intensive care unit and was treated with IV fluids and stayed there for 2 days for ketoacidosis. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.